Manufacturer narrative:
Manufacturer ref#:(B)(4). Section d2b: procode is nry/qjp the device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31191775 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, the box of an 132cm cereglide 71 catheter cg71 (nic71132u, 31191775) was sealed and was going to be used in a clinical setting, this was a trunk stock product. When the box was opened and sterile package pulled out, staff noticed the sterile package was opened and unable to be used. The surgery was delayed by one minute. A second device was opened and used; the procedure was successfully completed. Additional event information received on 09-jun-2025 indicated that there were no pictures taken of the sterile package being opened.